Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead showed out of range pace impedance measurements well as loss of capture during a normal scheduled follow up. No asystole for > 2 seconds was noted. The lead was surgically abandoned while the device remains implanted. No additional adverse patient effects were reported.